Event description:
Impedances greater than 4000 ohms on some of the bipolar pairs were noted post implantable neurostimulator replacement. Invalid impedance measurements were also noted, possibly caused by running the impedance test without first increasing default test values. Additional information has been requested, but was not available as of the date of this report.